Event description:
The transmitter and plug exploded after a lightning strike. There were no patient consequences. The device will be replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.